Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault 3" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was sent to a third party group for repair. The customer's report was duplicated and the analog board was replaced to remedy the report. However, the device now displays "calibration required" upon power up. The device was sent to zoll canada. The patient impedance was recalibrated to remedy the report caused by the third party repair. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.